Manufacturer narrative:
A complaint was received on 1/30/2024 reporting "I have had your nwt wound vac since (B)(6) 2024. We have not been able to keep a dressing on for more than five hours. That is with three different experienced registered nurses and one doctor attempting to apply it. Due to these problems your machine has caused a skin breakdown." This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
I have had your nwt wound vac since (B)(6) 2024. We have not been able to keep a dressing on for more than 5 hours with three different experienced registered nurses and one doctor attempting to apply it. Due to these problems your machine has caused skin breakdown.

Manufacturer narrative:
A complaint was received on 1/30/2024 reporting "I have had your nwt wound vac since (B)(6) 2024. We have not been able to keep a dressing on for more than five hours. That is with three different experienced registered nurses and one doctor attempting to apply it. Due to these problems your machine has caused a skin breakdown." The complaint sample was received and diagnostics testing was performed on the device. Testing indicates that the complaint sample was working properly. The units firmware was updated to current revision and the unit was returned to osf home care services. The potential root cause was determined to be an application error regarding the dressing. The customer stated that the device alarmed when used which is a risk control for poor dressing application. Deroyal provides a user manual and trouble shooting card with the unit upon purchase to help the end user understand how to operate and function the device. Deroyal will continue to monitor through the complaint handling system. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.